Event description:
During administration of whole blood through a blood warmer, blood was noted to be leaking from the filter component of the administration set onto the patient's bed. This had also occurred at the same circuit filter location on a different patient with the same product the week before. Manufacturer response for fluid warming set, level one (per site reporter): the manufacturer hasn't had time to investigate the issue.